Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said the patient came to the operating room because the ins was red, swollen, and painful. Depending on how the wound looked when the doctor opened it, they were going to revise the pocket or do a full explant. The wound contained discolored fluid, so the device system was explanted as a precaution. There are no known environmental/external/patient factors that may have led or contributed to the issue. It is unknown if the issue was resolved at the time of the report, but the patient was discharged to home post explant. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the rep learned of the details on (B)(6) 2017. The physician was present and performed the explant on (B)(6) 2017.